Event description:
It was reported that the patient was in an office visit where a burst watchdog timeout warning was observed after interrogating the patient¿s generator. The device output current settings were found to be disabled. The physician indicated that both the magnet and autostimulation output currents were previously programmed to 1.75 ma. After the warning message was encountered, settings were then programed to be consistent with manufacturer recommendations of programming magnet output current higher than autostimulation output current. Further information also clarified that the programmed frequency value before this occurrence was 30 hz. No additional pertinent information has been received to date.